Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient felt pain at pocket site and reported a shocking event while sleeping. Patient was found to have seroma at pocket site. Impedance check done and found to be within normal limits. Current programming found to be covering all pain areas. No interventions/ actions were taken. The issue was resolved at the time of the report. Patient's weight was asked but unknown. Patient's healthcare professional had no further information. No further complications were reported/anticipated.